Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted during testing. The keypad on the insulin pump worked properly and the device passed displacement test. The device had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip, and stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 164 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.